Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called to report the transmitter was not blinking when connected to the sensor. During the call, the customer reported having high blood glucose over 400 mg/dl at the time of the event. The customer was advised to remove the sensor. The sensor was not bent but the product had been expired by 9 months. The insulin pump is not being replaced or returned for analysis.